Manufacturer narrative:
The pipeline flex has been returned and evaluation of the device is currently in progress. A follow up MDR will be submitted when evaluation is complete.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the cavernous internal carotid artery (ica). The vessel was moderately tortuous. Aneurysm measured 8mm max diameter and 5mm neck diameter. Landing zone artery size was 3.0mm distal and 3.2mm proximal. The devices were prepared as per IFU. It was reported that the pipeline flex was attempted to be deployed around a bend; the device did not open on the proximal end. The pipeline flex was resheathed two times, which did not resolve the issue. The pipeline flex was removed from the patient. A new was attempted and deployed without issue. There was no report of patient injury as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative - additional information, device evaluation the pipeline flex delivery system was returned for evaluation with the catheter. As received, the pipeline flex delivery system was found to be stuck inside the distal segment of the catheter and it could not be pushed forward or removed. For further investigation, the microcatheter was dissected to remove the pipeline flex delivery system. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex braid were found fully opened with damage. Based on analysis findings and event details, the report of pipeline flex failure to open at the proximal end could not be confirmed. The cause for the reported experience could not be determined as the received pipeline flex braid was found fully opened. It is possible that the patient anatomy and damaged braid may have contributed to the reported issue. However, the cause for damages could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.